Event description:
Initial result for a patient sodium was 118 meg/l. When repeated, the result was 137 meg/l. The account did not treat the patient based on the incorrect result. The account repaired the analyzer by etching their sodium electrode.